Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of failure to recognize helium tank is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the patient was brought up from the cath lab with the intra-aortic balloon pump (iabp) with a low helium tank pressure alarm. The nurse from the cath lab changed the helium tank then a purge failure alarm occurred. The staff then swapped out for another helium tank (the black cap was present and removed to connect) with the same result. The staff turn the dial on top of the tank all the way open which did not change the helium icon and it remained black. As a result, the iabp was swapped out. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that the patient was brought up from the cath lab with the intra-aortic balloon pump (iabp) with a low helium tank pressure alarm. The nurse from the cath lab changed the helium tank then a purge failure alarm occurred. The staff then swapped out for another helium tank (the black cap was present and removed to connect) with the same result. The staff turn the dial on top of the tank all the way open which did not change the helium icon and it remained black. As a result, the iabp was swapped out. There was no report of patient complications, serious injury or death.